Event description:
The surgeon inserted the icm115v4 11.5mm implantable collamer lens on (B)(6) 2010 and the lens was removed on (B)(6) 2011 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.

Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned lens showed the lens was returned dry with no visible damage. A lens work order search revealed there was one similar complaint found. The returned lens was re-measured and compared to the original value and found to be within original specifications. Therefore, it can be justified that the complaint was not product related. Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Manufacturer narrative:
Surgical procedure. Lens, vaulting, low. (B)(4).